Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that high thresholds were noted on the right ventricular (rv) his- bundle lead. The ipg  was explanted while the rv his bundle lead was capped and both were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.